Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, patient underwent right reverse shoulder replacement on (B)(6) 2022. Revision surgery was booked for on (B)(6) 2026 for reasons not known. No further information was provided.